Manufacturer narrative:
(B)(4). Batch # n91392. The analysis results found that the el5ml device (a) was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 6 clips as intended. In addition the device locked out as intended but the orange indicator did not show up; please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the device did not have good formation. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.